Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The hypotube, collar and distal shaft were microscopically inspected. Inspection noted a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, noted no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-sep-2016. It was reported that the catheter was kinked and damaged. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery(lad). A guidezilla guide extension catheter was selected for use. During procedure, upon catheter insertion, it was noted that the collar area became kinked and damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a partial separation.